Event description:
Decoded programming data was reviewed which identified the patient's change in settings which occurred upon interrogation of the device. This was immediately corrected by the user internal investigation identified that if an m106 ipg was programmed to 3.5ma output current for any stimulation mode (normal, magnet, or autostim) with m3000 v1.0 software, interrogated, and then subjected to a frequency change to a value >=10hz, therapy ramp up / ramp down times will be shorter than expected. Analysis performed for the this determined that these modified ramp times do not have any clinical significance and pose no hazard. Additionally, under certain parameters (see below), the same root cause can lead to errant "invalid parameter values" and temporarily disable therapy until re-enabled by the user. An m106 ipg with at least one of magnet and/or autostim output current programmed to 3.5ma and normal mode output current programmed to less than 3.5ma, and; autostim is enabled; frequency and the other currents meet the following criteria, and; if frequency is / and normal mode current is / and other (autostim or magnet) current is at least 10 hz / 2.5-3.25ma / 2.5ma, 20 hz / 3.25ma / 3.25 ma, 25 hz / 3.25 ma / 3.25 ma, 30 hz / 3-3.25ma / 3 ma. A frequency change has not occurred since the last time the 3.5ma current(s) was programmed. No additional or relevant information has been received to date.

Event description:
It was reported that the patient¿s autostimulation settings were disabled after the device was programmed and re-interrogated. The settings were readjusted prior to the patient leaving the office. No additional or relevant information has been received to date.